Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/10/2019. This device was not evaluated by a philips employee. The customer resolved the reported issue. The customer reported that they replaced the speaker to resolve the reported issue. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that a v60 ventilator generated a primary alarm failed error code. The ventilator was not in use on a patient at the time of the reported event.